Event description:
It was reported that the patient underwent a right carotid endarterectomy in 2004, with a dacron patch repair. Following the surgery, the patient was transferred to the recovery unit, where the patient became hypertensive and agitated. The patient lost consciousness and was reintubated and was found to have a large hematoma at the surgical site at his right neck. The patient was returned to surgery for thrombectomy of right internal carotid artery and evacuation of hematoma with a repair of the patch. The exploration revealed failure of the patch and sutures , with a diagnosis of hemorrhage. The patient was left with paralysis, loss of mental capacity and is unable to care for himself.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available, a supplemental 3500a will be submitted accordingly.